Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation following a review of the call by a senior csr. The patient alleged that the inaccuracy issue started about two months prior to contacting lfs. He reported that on an unknown date and time, he obtained an alleged inaccurately high blood glucose result of ¿326 mg/dl¿ with the subject meter compared to ¿150 mg/dl¿ on a calibrated laboratory device, performed within 10-30 minutes of each other without intervention of food or medication. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin (no adjustments). He denied making any changes to his usual diabetes management routine as a result of the alleged inaccuracy issue. He reported that during a doctor¿s office visit at 5pm on (B)(6) 2019, the doctor changed his medication from 100 units of lantus insulin to 100 units of soliqua insulin. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient described the correct testing steps and confirmed that he had used an approved sample site to obtain the blood samples. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the difference between the reported results falls outside lfs¿ accuracy criteria.